Event description:
In this event, it was reported that an estylus handpiece 1:5 ca attachment became hot while in use; no injury resulted.

Manufacturer narrative:
The device involved was returned and evaluated and the issue was duplicated in testing. Though no medical surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was returned and evaluated and it was found that the handpiece heated up, and demonstrated mechanical difficulties as it was unable to reach 200,000 rpm. Both bearings inside the head portion of the head-tail assembly failed, which certainly causes mechanical issues in the handpiece, and resulted in the excessive friction which produces the higher temperatures in the handpiece. In addition, significant wear was on the head gear and head-side tail gear which also results in higher temperature from excessive friction and also results in mechanical issues.